Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the accessory involved with this complaint and found the drape was found to have a labyrinth seizing/sticking/friction issue preventing installation/rotation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) after docking, the drive could not be rotated, and as a result of inquiry, it was recommended that they try arm drab again with a new product, so they tried it, and it was abnormal again, so they tried again with another new product. They would like to request a refund for 2 arm laps with the same lot number. (4 in total) the procedure was completed with no reported injury.